Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been completed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and lancet accessory, no trips were observed. The manufacturer of the lancet accessory was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller reported that the customer¿s freestyle lancing device wasn¿t working (wouldn¿t cock when pulled back). On an unknown time/date, the customer was feeling tired and not feeling very well. She was unable to test because the lancing device was not working, so she went to the hospital to have her blood sugar checked. At the hospital, an unspecified high reading was obtained, and the customer was treated with an insulin injection and intravenous fluid. No further information was available.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer¿s freestyle lancing device wasn¿t working (wouldn¿t cock when pulled back). On an unknown time/date, the customer was feeling tired and not feeling very well. She was unable to test because the lancing device was not working, so she went to the hospital to have her blood sugar checked. At the hospital, an unspecified high reading was obtained, and the customer was treated with an insulin injection and intravenous fluid. No further information was available.